Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. [Consideration] based on the following information, it was presumed that the cause was physical stress and/or chemical stress. Based on investigation result and past similar case, the cause was following physical stress and/or chemical stress. >physical stress - the insertion section interfered with and was rubbed against the mouthpiece. - the subject device was used for procedure while the insertion tube was not smoothly passed through the endotracheal tube. >chemical stress - a non-water-soluble spray-type pharyngeal anesthetic (xylocaine spray, etc.) Was directly sprayed to the insertion section. -the subject device was reprocessed by using a detergent solution which was not recommended by olympus. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was inspected at olympus (B)(4). It was confirmed that the coating on the insertion tube of the subject device was peeled off more than 1mm2 due to the deterioration. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found that the insertion tube of the subject device was peeled off more than 1mm2. The subject device had been returned to olympus korea for repair of the bending rubber part leakage. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.